Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, which located on 14 moffit north. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. It was determined that the drawer had failed. The field service engineer fse identified multiple failed halfheight hh cubie pockets and noted that some were missing from the medication application configuration. The fse reseated the row board cable connections and reseated all cubie trays and pockets. Missing drawer slide stop bumpers were replaced. After testing. The fse was able to successfully recover all cubie pockets and verify proper drawer operation. No further issues were observed. The system functioned after the field service engineer repaired the device.